Event description:
It was reported that, "dr. Performed a revision total hip at boca raton community hospital in 2009. The initial surgery was performed in 1985. The revision is a result of polyethylene wear from the howmedica cup implanted in 1985. The howmedica cup was removed without incident as a result of osteolysis. A 54mm stryker tritanium shell was implanted and secured with (2) 6.5 screws. A 32mm acetabular liner was impacted into the shell. The femoral prosthesis, a howmedica precision stem was left untouched. The 28+0mm pca head was removed from the femoral stem and replaced with a 32mm+5 pca head. The hip was reduced in normal fashion and closed without incident."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.